Event description:
Event details for defib lead model number: 7120, serial or lot number: (B)(6) * select all that apply: high thresholds * please specify sudden increase in threshold from 1@0.4 to 3.5@1.0 high impedance please specify, if known impedance rise from 450 to 1450 * clinical actions for device: capped/abandoned/removed date device inactivated (if known) (B)(6) 2023 if applicable, please provide additional details about what happened to the patient or product(s) relevant to this event lead capped, replaced with a new defib lead. 7122q 58cm serial (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).